Event description:
It was reported that the patient presented to the clinic due to pocket erosion. The pacemaker was explanted and replaced with leadless pacemaker. The patient was in stable condition.